Manufacturer narrative:
(B)(4).

Event description:
It was reported an app connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of app connection issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.